Event description:
The patient experienced an allergic reaction after having an l-cath catheter placed. The catheter was placed in july and indwelling for approximately three days. After the three days here arm was so swollen the device was removed and approximately 10 hours later she developed deep vein thrombosis.